Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker upgrade procedure, the right ventricular lead exhibited high pacing thresholds. The lead was explanted and replaced. Patient condition was stable.